Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. A vyaire field service representative (fsr) went on-site to evaluate the suspect device. The fsr could not confirm or duplicate the reported event. The fsr re-booted the device multiple times with no issues found. The fsr performed the operational verification procedure and user verification tests. The fsr reported the device meets service specifications.

Event description:
The customer reported while using the vela ventilator; the device displays ventilator inoperable alarms. The customer reported there is no patient involvement associated with the event.